Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device reached elective replacement indicator (eri), and the physician expressed concern about the battery performance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 lead implanted - 2003-(B)(6), 511212 x2 leads implanted - 2011-(B)(6). (B)(4).